Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic the patient experienced a wound dehiscence at the implant site subsequent to a fall. The patient underwent a procedure to re-suture the wound (date not reported) and was treated with oral antibiotics for 12 days (date and dosage not reported).